Event description:
Had the essure put in on (B)(6) 2005. Within a year I was gaining weight, having health issues which led to every test there were. The test said I had ibs and became lactose intolerant. Weight gain, depression, hair loss. Tons of unidentifiable bruising. The doctor told me it was just me being a mom and now 12 years later they...